Event description:
Pts got skin blisters from the adhesive on the bandage.

Manufacturer narrative:
There are several sizes of bandages made from the same adhesive lots and it appears that the blistering occurs when the bandages are used in a surgical setting and may come in contact with surgical preparatory materials such as iodine.